Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that ever since the patient was implanted he has never been able to use therapy because it has never worked properly. The patient said that when he turns on the implant he has a lot of pain in his back and it also burns. The patient reported that he wasn't sure if the implant wasn't working from the very beginning or if it was from a car accident. The patient reported implant surgery was on a saturday and then got in a car accident that monday. He was rear-ended, and he wasn¿t able to say if implant wasn't working since then or since implant. The patient reported that since implant surgery he's had different reactions and his legs started reacting weird ways and arms were reacting in other ways. The manufacturer representative adjusted the device but that didn't help at all and it still burns and hurts when he tries to use it. Last year the healthcare provider (hcp) said he was going to do surgery to remove and replace it. The patient was upset and said that because of the implant he had even more trouble and wasn't getting any help from manufacturer and was in a lot of pain. The option of keeping the implant off until the patient finds a new hcp was reviewed. The patient reported hcp said that he could remove implant but then submitted a wrong code to insurance. The patient now does not have insurance to remove implant. Healthcare provider listings were sent to the patient. Device warranty was reviewed, and patient was told that if he has the ins removed, the hcp could send it in for analysis. No further complications were reported/anticipated.